Event description:
It was reported that the patient experienced leakage at the site with 8 infusion set tubings on (B)(6) 2026 after 72 hours of use, resulting in a blood glucose of 476¿486 mg/dl. The patient visited the emergency room, was subsequently hospitalized, received IV fluids and insulin.

Manufacturer narrative:
Initial 8 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.